Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is use error - the patient disconnected the patient line from the transfer set allowing air to be sucked into the disposable. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 5 of 5. Gts assisted the father to clear the error and informed the home patient (hp) of the error's meaning. The hp would contact the peritoneal dialysis (pd) nurse in the morning. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up, the home patient's (hp) nurse said he was not aware of the alarm, and had not heard from the hp since the alarm occurred. The nurse said he was going to give the hp a call to find out what happened. No patient injury or medical intervention was reported.